Event description:
(B)(6) clinical study. It was reported post a stenting treatment procedure, the patient experienced a myocardial infarction and died. The patient presented due to stable angina and was referred for cardiac catheterization. In (B)(6) 2011, a 50% stenosed bifurcated de novo target lesion was located in the left main coronary artery with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x20mm taxus element study stent, resulting in 0% residual stenosis post dilation. (B)(6) 2014, the patient experienced a myocardial infarction without ischemic symptoms. The same day the patient died.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).